Manufacturer narrative:
Manufacturer did not obtain this information. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states there are 6 multiclix lancets that are protruding from the drum. No adverse event reported. Requested return of suspect device and replacement was sent.